Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. System check was performed with tandem technical support and it was confirmed that occlusions were related to the cartridge. Customer changed cartridge to address occlusion alarms and resumed insulin delivery. Customer¿s blood glucose level was 113 mg/dl.